Event description:
It was reported by service report that the unit had current leakage above specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit is not repairable.